Event description:
It was reported that during a procedure in preparation for dialysis, after withdrawal of the 2 cm peripheral cutting balloon, the flow was limited and an unk metal piece of the 2 cm peripheral cutting balloon was missing. The balloon had been inflated, deflated and withdrawn twice, and this was found after the second withdrawal. The metal piece was found during an ultrasound, and the physician was able to snare the metal piece out. The dialysis was not able to be completed. Add'l info about this procedure has been requested.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.